Manufacturer narrative:
(B)(4). Concomitant medical product: therapy date: (B)(6) 2013. Vanguard xp tibial tray catalog#195249 lot#313030. Vanguard xp e1 tibial bearing left medial catalog#195439 lot#933920. Vanguard xp e1 tibial bearing left lateral catalog#195369 lot#910950. Biomet series a thin patellar catalog#184784 lot#902120. The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) for deviations or anomalies identified eight deviated pieces with dimensional nonconformances that were reworked. Review of complaint history for same issue identified no additional complaints for item number and no complaints were identified for item/lot number combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists ¿inadequate implant/ bone interface geometry¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of clinical study, (B)(6). A female patient in the study was identified that underwent left knee surgery on (B)(6) 2013 for the primary diagnosis of osteoarthritis. As part of the study questions and responses it was noted that there was an impingement on the femoral implant. The patient outcome is unknown and there is no indication of surgical delays or medical intervention. Attempts have been made and no further information has been provided.